Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that ballon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified atrioventricular branch. A 2.75mm x 12mm emerge balloon was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device as different manufacturer and different size successfully. No patient complications were reported.